Event description:
The complaint was defined as an inability by the doctor to retrieve the catheter. As reported by the physician: "x-suit was placed at right intra hepatic duct surrounded by a tumor. During deployment, the outer catheter had tension while coming out. After deployment, the tumor compressed the stent to a smaller diameter and thus the physician was unable to retrieve the inner delivery catheter with the olive tip. The physician tried to retrieve the catheter with dilation with no success. He was able to repeat ercp two days later, dilate and retrieve the catheter". After a request for add'l info, the following was received from the sales rep: "I spoke with the physician, who said they were able to dilate the pt's cbd during a 2nd ercp and thus able to remove the catheter. He said the pt is doing well, and that the difficult anatomy was most likely the culprit. I.. Will follow up".

Manufacturer narrative:
From a first impression of what is written in the complaint report, it would appear that they truncated the inner with the tip, leaving a loose end exposed for later retrieval (they must have been able to do so as they had sufficient access to attempt dilating the stent first). The tumor appears to have been extreme case which compressed the stent more than usual causing the tip to catch on the struts.